Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (470 mg/dl). The cause of the high bg was not known. Insulin injections were administered to address the bg level. Due to over-correcting/insulin stacking while using the injections, the bg level would drop to 63 mg/dl. Juice was consumed to address the low bg. As the contact declined tandem customer technical support's (cts) offer to troubleshoot. Cts advised the contact to discuss the reported events with a healthcare provider.